Event description:
It was reported that the right ventricular lead exhibited high thresholds and high impedance. During lead revision, an insulation anomaly was noted. The lead was capped and replaced successfully. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).